Event description:
It was reported that the patient experienced symptoms of overdose including sweating and a "stoned" look during a normal pump refill cycle. The patient was at home, but was returning to the clinic. The patient had fallen two weeks prior to the report. The symptoms had been previously intermittent; now considered continuous over the past several days. The pump contained dilaudid and clonidine. No device troubleshooting was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.